Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint device visually inspected. Damaged impeller blades found. Biomaterial observed around impeller. The cause of the low pump flow issue was most likely damaged impeller blades due to transcatheter aortic valve replacements (tavr) interaction. Biomaterial mostly accumulated during low pump flow issue. Per 0048-9007, "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades." G4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number 1220648-2025-27252.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The flow of an impella cp pump began to decrease. The device was repositioned, but the issue persisted. The pump was subsequently replaced in response to the failure. There was no patient harm.